Manufacturer narrative:
(B)(4). Per the instructions for use, central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, per report, the central regurgitation was attributed to the post dilation procedure. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, during a transaortic tavr procedure, after the 23mm sapien xt valve was deployed in a 60:40 aortic position, echo showed mild-moderate paravalvular leak (pvl). One (1) cc was added and the valve was post dilated. Repeat echo showed the pvl had reduced to none but the patient was left with moderate central ai. After 5-10 minutes, the central ai never resolved and the decision was made to deploy a second valve. A second 23mm sapien xt valve was deployed in the same 60:40 aortic position, reduced the central ai to none. The patient left the operating room in stable condition. The native annulus diameter measured 20mmx21mm by CT with a valve area of 400cm². The patient had mild annular calcification, and mild leaflet calcification.